Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 2088tc st. Jude lead, implanted: (B)(6) 2017, 2088tc46 st. Jude lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) experienced premature battery depletion. The physician set the device to maximum left ventricular (lv) output because the patient only feels well with that setting. The device was explanted and replaced. No patient complications have been reported as a result of this event.